Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received occlusion alarms. The customer was hospitalized with a blood glucose of 533-546 mg/dl and vomiting. The customer attempted to self treat with a correction bolus via the pump but was treated intravenously with fluids of saline and insulin in the hospital. The customer was released on (B)(6) 2024.